Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that x-rays have not been taken. There will be no revision. Issue was not resolved and was unsure of what steps to follow next.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Serial number for the communicator provided. The communication issues first occurred in (B)(6) 2024, implant was (B)(6) 2023. Hcp info provided. The rep has the communicator and will return the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the communication issues first occurred in october 2024. The cause of the communication issue was not determined; the rep noted 'message errors: ¿not found¿ or ¿no answer¿.' Since it was noted that the ins can move in the pocket, the rep responded that this issue started occurring recently; the issues started in october 2024 and the implant date is (B)(6) 2023. The error codes seen were ¿not found¿ or ¿no answer".

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a healthcare provider (hcp) reported that the patient has had a lot of communication problems with their patient programmer. In fact, today at the hospital, they also had the same connection problem with communicator and the physician programmer. No patient harm / symptoms reported, the issue has not resolved. Additional information was received. The implant date was confirmed, and this was confirmed to be an initial implant. The patient recently began experiencing these issues (date not provided). Regarding any error codes when trying to establish a connection, it was stated ¿no answer or not found¿. Ins lays parallel / superficial to the skin when palpitated and can move within the pocket. X-rays not taken. The patient was able to recharge yesterday, but with problems, and the patient is still receiving stimulation. Technical services (ts) stated that since the ins can move within the pocket, this may explain the communication issues both with the clinician programmer as well as the recharger. When the ins can move within the pocket, it is possible that the position relative to the skin, might not always be optimal to allow for proper communication with the external devices. It was also advised to reset the patient communicator.

Manufacturer narrative:
B3: date is unknown. G2. Foreign: spain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.